Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify the reported failure. Physio observed proper device operation through functional and performance testing and returned the device to the customer for use.the cause of the reported failure could not be determined.

Event description:
The customer reported that their device does not respond to any button presses and is locked up. There was no report of any patient use associated with the reported failure.